Event description:
It was observed during the device inspection, that the colonovideoscope exhibited jet tube has foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: b5 (describe event or problem) should reflect: it was observed that during the device inspection, the colonovideoscope exhibited foreign substances caused by clogging of sub-transmission channels and the area around the light guide lens was dirty. There were no reports of patient involvement. Correction: h6 (component code) should include: 866 - lens. Correction: h6 (health effect ¿ impact code) should be: 2645 ¿ no patient involvement. New information added to the following fields: h3, h4, h6. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the investigation results, foreign material was caused by clog of auxiliary water channel and around lg-lens is dirty, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Though we could confirm adhesion/clog of foreign material to/in auxiliary water channel and around lg-lens from the photo provided by sbc, we could not identify the foreign material. We could not specify the root cause of the foreign material remaining in the device. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope.¿ olympus will continue to monitor the field performance for this device.